Event description:
Customer's mother reported customer was in the hospital due to low blood glucose. 911 was called on (B)(6) 2014 and customer was admitted to the hospital with a blood glucose of 62 mg/dl. Customer is currently in the hospital for observation and to adjust customer's settings. Leading up to the event, customer's left side was numb. Customer was kept overnight for an MRI. The doctors believe customer may have had a seizure due to the low blood glucose. Customer's last blood glucose was 302 mg/dl. Customer was educated on device settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).